Event description:
It was reported that the customer had a plastic catheter split into 2 while trying to thread it into the patient's vein; with IV needle intact. Writer was unable to thread and pull out the catheter. Adverse effects have not been reported. It has been reported that no additional information is available for this complaint.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: h6: evaluation codes: updated. Device evaluation: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation.